Manufacturer narrative:
(B)(4).multiple MDR's were filed for this event. Please see associated report(s):0001822565 - 2019 - 00408,0001822565 - 2019 - 00409,0001822565 - 2019 - 00410,0001822565 - 2019 - 00412,0001822565 - 2019 - 00413,0001822565 - 2019 - 00414,0001822565 - 2019 - 00415,0001822565 - 2019 - 00416,0001822565 - 2019 - 00417,0001822565 - 2019 - 00418,0002648920 - 2019 - 00069,0002648920 - 2019 - 00070, 0002648920 - 2019 - 00071,0002648920 - 2019 - 00072,0001822565 - 2019 - 00419,0001822565 - 2019 - 00420,0001822565 - 2019 - 00421.(B)(4).concomitant medical products: item lot item description 47235801203 61242858 proximal dorsal ulnar plate left 3 holes 77 mm length, 47235901638 62925786   3.5 mm locking screw with 2.7 mm head 16 mm length, 47235901638 63114989   3.5 mm locking screw with 2.7 mm head 16 mm length, 47235902038 61155741   3.5 mm locking screw with 2.7 mm head 20 mm length, 47235902238 61244522   3.5 mm locking screw with 2.7 mm head 22 mm length, 47235901638 63114989   3.5 mm locking screw with 2.7 mm head 16 mm length, 47235902038 62975836   3.5 mm locking screw with 2.7 mm head 20 mm length, 47235901638 63114989   3.5 mm locking screw with 2.7 mm head 16 mm length, 47235901838 61117352   3.5 mm locking screw with 2.7 mm head 18 mm length, 47234801635 62933610   cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length, 47234802235 62959293   cortical bone screw self-tapping hex head 3.5 mm diameter 22 mm length, 47234801435 62230449   cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length, 47234801235 61251340   cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length, 47234801435 62603180 cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length, 47234801235 62675356 cortical bone screw self-tapping hex head 3.5 mm diameter 12 mm length, 47234801835 63098016 3.5mm cort scr x 18mm selftap, 47235901438 63075443   3.5 mm locking screw with 2.7 mm head 14 mm length. Foreign. The event occurred in (B)(6).the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to discomfort attributed to device corrosion in-vivo. No further information available at the time of this reporting.

Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.